Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion and infection. Additional information indicates that the device and leads were removed because the patient's body rejected it. Furthermore, the leads were starting to come out through the skin. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.